Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported difficulty visualizing the clip appears to be related to patient challenging patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr), restricted septal leaflet and large coaptation gap for a triclip procedure. During the procedure, triclip was implanted. Upon deployment, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the anterior leaflet. Imaging was difficult due to the patient anatomy. Second triclip was implanted to treat tr. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.